Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled", "pacer disabled", "check pads", and "system fault 37" messages. Complainant indicated that there was no patient involvement in the reported malfunction.